Event description:
The reporter indicated that they feel like the generator is protruding and they have to push it down to alleviate the pain. It was also reported that the patient has a knot on the left side of their neck and it feels like something is pulling on their neck. It was further reported that the patient is experiencing a "tingling" feeling and the patient has very large breasts which may be the reason for the generator moving. The patient reported that they are going to schedule vns revision surgery for device placement and possibly have breast reduction surgery. It was reported that the patient's seizures have decreased with the vns therapy.